Event description:
A pt underwent a therapeutic colonoscopy procedure for treatment. Prior to the deployment of the resolution clip device, one of the clip jaws detached. The procedure was successfully completed with another of the same device. The pt did not sustain any reported complications or ill effect as a result of the deployment issue.